Event description:
Patient is on new minimed 530g system with enlite sensor. Over two days she had two major sensor/smbg errors one on (B)(6) 2014 and one on (B)(6) 2014. In both cases the senor bg value suddenly became very high (over 300) with a fingerstick bg that was 167/170 done at the same time. Had the patient given insulin based on the sensor, very high value, a serious hypoglycemic episode could have occurred. Additionally, on (B)(6) 2014 the opposite occurred. The senor read much lower than the smbh (167 smbg vs approx 70 sensor) which would have resulted in a threshold suspend event should this feature had been activated. These discrepancies caused this particular pt much anxiety because she is a longtime sensor user and relies on the trend data to help her manage her diabetes.